Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a flat line and noisy signals. The system was configured to alternate. Five inappropriate shocks were also recorded, and a smart pass episode was stored. A fracture was suspected. Subsequently, a revision was performed due to failed shocks. During the procedure, the system exhibited high shock impedances out of range. After removing and reinserting the electrode into the header, the shock impedance measurements were within normal limits. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a flat line and noisy signals. The system was configured to alternate. Five inappropriate shocks were also recorded, and a smart pass episode was stored. A fracture was suspected. Subsequently, a revision was performed. During the procedure, the system exhibited high shock impedances out of range. After removing and reinserting the electrode into the header, the shock impedance measurements were within normal limits. This electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code a0713 removed. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a flat line and noisy signals. The system was configured to alternate. Five inappropriate shocks were also recorded, and a smart pass episode was stored. A fracture was suspected. Subsequently, a revision was performed. During the procedure, the system exhibited high shock impedances out of range. After removing and reinserting the electrode into the header, the shock impedance measurements were within normal limits. This electrode was explanted and replaced. No additional adverse patient effects were reported.